Event description:
During an in clinic follow up, low pacing impedance was observed on the device. Technical support was contacted and recommended provocative testing. Provocative testing was performed and no anomalies were observed. It was suspected the low pacing impedance could be due to medication treatment or MRI. No further intervention was performed. The patient was stable and will continue being monitored.